Manufacturer narrative:
H6 correction: patient code changed to others/no clinical signs, symptoms or conditions//4582. Internal complaint number: (B)(4). The lot # 25153249 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 6 pro c-ring was bent coming out of the package and when they attempted to retract the c-ring into the shaft of the vv6, it broke. Device broke before case started. Was not introduced to pt. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 6 pro c-ring was bent coming out of the package and when they attempted to retract the c-ring into the shaft of the vv6, it broke. Device broke before case started. Was not introduced to pt. No patient involvement.